Event description:
The customer reported hydrogen peroxide contact after removing a load from a completed cycle. At the time of the contact, the customer reported feeling something wet on the load. After touching it he felt a burning, tingling sensation. The customer did not seek medical attention or require treatment for the contact. The customer reported rinsing the contact area under running water.

Manufacturer narrative:
.